Manufacturer narrative:
Review of the calibration data on (B)(6) 2018 showed issues consistent with mishandled calibration standards.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable ise indirect na for gen.2 results for multiple patients tested on a cobas 8000 cobas ise module (double). From the data provided from 39 patients, a reportable malfunction was provided for 35 patients. It was unknown if the erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The sodium electrode lot information was requested but was not provided. The field engineering specialist found the tubing for a diluent bottle was not properly placed inside the bottle following the changing of the bottle. Ise check testing results were acceptable. The investigation is currently ongoing.